Manufacturer narrative:
The device has been received and is being investigated by our facility. I will file a supplement report when the investigation is completed.

Event description:
It was reported that "the tips are breaking off the electrode."